Event description:
The customer reported that they were hospitalized for dka. The customer had taken a manual injection at the time of call. The set was changed. It was indicated that the customer wanted to run the lead screw test, and when they opened the reservoir door discovered that the driver arms were not in the locked position. Advised the customer to change the set and site and call back if the problem still persists.